Event description:
It was reported that subsequent to the implant of a protegen sling, the pt "began to experience urinary tract infections, vaginal bleeding, vaginal discharge and odor, severe pain in the groin and vagina areas, numbness of the lower body, continued incontenence, and other complications which led to removal of the device." There is no further info available on this case and the device was not returned for eval.